Event description:
It was reported that this right ventricular (rv) lead has exhibited high out-of-range impedance measurements, greater than 3,000 ohms, since october 2020. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has exhibited high out-of-range impedance measurements, greater than 3,000 ohms, since (B)(6) 2020. No adverse patient effects were reported.